Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she was hospitalized with a diabetic ketoacidosis on (B)(6) 2016 due to the lack of supplies. Customer's blood glucose level was over 600 mg/dl. The customer was off the insulin pump 12 to 15 hours before going to the hospital. They gave her 30 units of injection but her blood glucose level was still over 600 mg/dl. The device was not returned.